Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation there was an issue at initial power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alleged initial power up issue was confirmed. The power management board needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.